Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. OEM manufacture: the manufacturing location for this product is vip packaging. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections, and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd sharps coll 8l yellow was damaged, but still operable and leaked. The following information was provided by the initial reporter: it was reported water leakage / other.

Manufacturer narrative:
Investigation summary the complaint regarding leakages and other issues has been investigated by quality. The information has been forwarded to the supplier of these products and the issue is being worked on by our r&d teams as well. Out of the samples failed, only in the top corner position and top and top corner position for 303208 failed. All other orientations passed the acceptance critiera. A device history review was conducted for lot number 303208 h3 other text : see h10

Event description:
It was reported that bd sharps coll 8l yellow was damaged, but still operable and leaked. The following information was provided by the initial reporter: " it was reported water leakage / other "